Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed abrasion marks along the lead body. In particular, in the area of the tricuspid valve the insulation was found damaged as a result of wear. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics and location of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. A confirmation of this hypothesis might be possible should x-ray videos become available for investigation. Further inspection revealed explantation damages i.e. The is-1 connector was found damaged and the ring electrode a2 was partly separated from the lead body. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR -after an implantation period of about 15 months, oversensing with inappropriate shocks was reported. The lead was removed and replaced. Apart from the shocks, no further adverse patient side effects have been reported. The lead was not returned for analysis.